Event description:
The customer reported that wireless footswitch failed to operate during critical pt care. System was unable to provide fluoroscopic guidance when requested. Pt failed to recover from coronary event.

Manufacturer narrative:
(B)(4). Eval method, results, conclusion: investigation is still ongoing on this event. When investigation is completed. A f/u report will be sent to the FDA.